Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the cgm readings were inaccurate as compared to the fingerstick blood glucose (bg) values. The patient reported blood glucose excursions of 400 mg/dl with extreme thirst, frequent urination, and extreme drowsiness. This complaint is being reported because the patient experienced hyperglycemia subsequent to the inaccurate readings.